Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2004. Subsequently, patient underwent a revision procedure (B)(6) 2013 due to patient preference. The head was removed and replaced with a biomet head and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.